Manufacturer narrative:
The device was not returned for evaluation, therefore, a quality investigation has not been completed. A follow-up report will be filed if the device becomes available for evaluation. Not received by manufacturer.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. (B)(4).

Event description:
It was reported that the tps irrigation console caused an unknown handpiece to heat up and burn the patient during a procedure. No further information has been provided at this time.

Event description:
It was reported that the tps irrigation console caused an unknown handpiece to heat up and burn the patient during a procedure. No further information has been provided at this time.